Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead became damaged and the pacing was abnormal such that the lead could not be implanted. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, the lead was received severed into two segments at about 97 mm from the terminal end. Electrical testing was performed on the lead segments, with both found to be electrically continuous, indicating the conductors were intact. The inner insulation was assessed with normal limits observed. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the abnormal pacing observed during the implant procedure.

Event description:
It was reported that during the implant procedure, this right ventricular (rv) lead became damaged and the pacing was abnormal such that the lead could not be implanted. A new lead of the same model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was expected to be returned for analysis.